Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging moldy residue in the tubing and water in chamber has black residue. Patient's symptom was congestion in the morning. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer inspected externally observed that humidifier outside bottom of enclosure had unknown brown stains on it. Multiple unknown brown and black contaminants, inconsistent with degraded sound abatement foam, inside of humidifier enclosure. Stains of potential bio-contaminates resembling black mold at the bottom of the humidifier enclosure. Many potential tiny black hairs or fibers throughout humidifier enclosure bottom and a potential large hair or fiber. Green piece of a potential contamination in the corner of the humidifier enclosure bottom. The dry box seal had potential white and brown dust-like contamination on it. The heatshield for the heater plate had brown and gray stains on it and potential mineral deposit stains on the rim of the bottom of the heater plate., indicating possible water ingress. The water tank had potential brown stains on the metal plate and some potential black residue in the corners of the water tank, indicating possible bio-contamination. Five small pieces of black contamination that can potentially be from the black sound abatement foam of the blower box. There is no visible damage or functionality failures of the humidifier, which suggest that the source of contamination was external to the device, except for the 5 pieces of potential black foam. There was no error code found. Pil was not able to confirm the complaint of moldy residue in tubing but could confirm some spots of black residue in water chamber. Pil was not able address the symptoms specified.